Event description:
During review of internal programming history it was noted that a vns patient left the office at 180mins off time. A generator diagnostic was performed on (B)(6) 2007 which changed the patient's settings to, 1/20/500/30/60. This was caught during the office visit however and the patient was programmed to 1.25/30/150/30/180min and then subsequently programmed down to 5 minutes over the course of 3 years. Before the generator diagnostics the patient was at 1.8 minutes off time.

Manufacturer narrative:
Analysis of programming history.